Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the canister. Customer reportedly was out of supplies, therefore was unable to load a new cartridge. Customer's blood glucose was 151 mg/dl.